Manufacturer narrative:
(B)(4). The lot was manufactured from november 6, 2014 ¿ november 7, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured. This occurred after 50 hours of patient infusion of an unknown drug. The fill volume was 240 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.